Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) had consecutive kinks approximately 123.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a kinked device. If the jet7 is advanced against resistance, damage such as this may occur. During functional testing, the jet7 was advanced through a demonstration catheter without an issue. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of the difficulty advancing could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the reported advancement issue through the introducer sheath. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) kit. During the procedure, the physician made one successful pass using the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra sheath. While attempting to make a second pass, the physician was unable to advance the jet7; therefore it was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same sheath. There was no report of an adverse effect to the patient.